Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the patient reported blood glucose (bg) in the high 400 mg/dl despite infusion set use and fingerstick confirmed 392 mg/dl. The patient had already given 6 units backup insulin 30 minutes prior. The agent advised patient to disconnect from ilet to avoid insulin stacking. On (B)(6) 2025, the patient called back reporting fluctuating blood sugars over past 24 hrs. Indicating that less than 1 week on pump, the patient has been supplementing with injections, sometimes meal announcing, sometimes not. The patient's bg was at 347 mg/dl with rising trend at the time of call. The patient gave insulin dose, and the bg came down to 246 mg/dl and will continue to monitor. Ketones were moderate. The patient will continue to drink water and training appointment was scheduled. On (B)(6) 2025, the agent called patient for another follow up to see if the patient's bg stabilized. There was no answer and had to leave a voicemail. On (B)(6) 2025, the patient called back and stated that the bg went back into range. There were no symptoms reported by the patient during the event, and no medical intervention required at the time of calls.